Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 010000664 / item name g7 pps ltd acet shell 54f / lot# unknown; item# 00625006530 / item name bone screw self-tapping 6.5 mm dia. 30 mm length / lot# unknown; item# 00625006525 / item name bone screw self-tapping 6.5 mm dia. 25 mm length / lot# unknown; item# 00625006520 / item name bone screw self-tapping 6.5 mm dia. 20 mm length / lot# unknown; item# 650-1058 / item name cer bioloxd option hd 40mm 0 / lot# unknown; item# 650-1064 / item name cer option type 1 tpr sleve -6 pe 1 / lot# unknown; item# 51-108080 / item name tprlc 133 mp t1 pps so 8x101mm / lot# unknown. The device will not be returned for analysis since currently remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported the patient stated she underwent a tha 3 months ago, currently the patient is waiting a revision due to failed hardware. Patient stated she has experienced squeaking, popping and slipping of the hip. Xrays have shown the liner appears loose. Patient stated her hip almost pops out but then pops back in to place, pushing on the pelvis and joint area causing pain, misalignment and hinders the ability to walk. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001822565-2021-01406.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001822565-2021-01406.